Manufacturer narrative:
Arjo was notified of an event involving a concerto shower trolley. It was reported that a patient fell from the device as the stretcher of the concerto tilted to the side despite the correct closed position of the side supports. As a result, the patient sustained a forehead wound and graze with hematoma on the arm. The patient was taken to the emergency room. The concerto device inspection revealed no malfunction. It was not possible to recreate the reported scenario. It was pointed out that the platform (the stretcher on which the person was lying) tilted to the side. The tilt stretcher function makes the stretcher tilt to side to help with care or cleaning and disinfection of the equipment. By doing so button from the tilting mechanism located under the stretcher must be pressed, then the catch is moved to one side. Closing should be done by snapping the stretcher onto the place. Clicking noise is heard when the stretcher is closed. The check of the tilting mechanism lock (catch) should be performed before using the device with a patient. It is possible that the catch was not in a locked position and when the loading was applied, the stretcher tilted to vertical position causing the patients' fall. The concerto instruction for use (IFU;04.ba.02/5) states: "warning: make sure that the catch has locked (klick sound) the stretcher after putting it back in place". Nevertheless, the above hypothesis was not confirmed by the customer. Therefore, the exact cause of the reported event cannot be determined. In summary, the concerto device met its performance specifications as no malfunction was found. The event occurred during use with the patient. This complaint was decided to be reported to the regulatory authorities due to indication of the patient fall.

Manufacturer narrative:
The device was inspected by an arjo representative. No malfunction were found. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified of an event involving a concerto shower trolley. It was reported that a patient fell from the device as the stretcher of the concerto tilted to the side. As a result, the patient sustained a forehead wound and graze with hematoma on the arm. The patient was taken to the emergency room.